Event description:
It was reported that while connected to a patient the external pulse generator turned off. It was noted in the technical services call that the caller inserted the battery with the device and the device did not indicate low battery. The battery voltage could not be measured at the time of the call and it was indicated that the caller would try to locate the battery that had been in use on the device at the time of the event. The caller also indicated that the user was not replacing the battery. The external pulse generator was replaced and the patient was okay. The generator was returned for service as well as test and calibration. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the generator turned off while pacing, the device was powered up on a bench for 24 hours and never shut down. It was noted that one of the battery contacts showed possible contamination. (B)(4).